Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra operatively during the placement of the leadless implantable pulse generator (ipg), an attempt was made to delivery the device, but after full deployment, the device cup and the device did not separate. Same issue persisted on multiple attempts. Therefore, a new leadless system was used. During the placement attempt of this system, though the device cup and device separated, the movement was not smooth. High thresholds and loss of capture was noted at three to four deployment locations, and the delivery system was subjected to heat deformation. At this point in time, the physician thought the initial issue was due to anatomy of the heart rather than a product malfunction and attempted to use the initially attempted leadless system again. During this attempt, although the deployment was not smooth again, the device was deployed after couple of attempts and eventually was placed successfully. The secondly used leadless ipg system was attempted not used. Later, post operatively, the successfully placed leadless ipg was noted to have exhibited increase in threshold measurement post implant. The leadless ipg remains in use. No patient complications have been reported as a result of this event.